Event description:
The sales rep is reporting inconsistent screen activity to the action of the ex holster. The cutter is moving at a different speed on the screen versus the cutter within the probe. The ex holster was evaluated for the spinning without a probe and the holster revealed spinning. The recommendation to evalute for possible internal cable connection failure. There is no breast biopsy and no patient consequence reported. The customer has requested the st holster to be evaluated for possible cocking mechanism failure. There have been no interruption in breast biopsies. No patient consequences reported. The st holster is used on lorad system.

Manufacturer narrative:
Evaluation summary: the analysis results found that the holster's firing assembly will not cock properly due to the cocking lever is bent. The site replaced the firing assembly to correct the customer's complaint. The holster was functionally tested and found to operate meet all specifications.